Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Muscular fascia in gastrointestinal surgery. Procedure date? (B)(6) 2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic-assisted total gastrectomy on (B)(6) 2020 and barbed suture was used. While suturing the muscular fascia, the suture broke and the procedure was completed using a like device. There were no adverse patient consequences reported. No additional information has been provided.